Manufacturer narrative:
Lead was explanted and replaced on (B)(6) 2020.

Event description:
Sudden impedance rise greater than 3000 ohm for all lv configurations (12 tested), no sensing, no capture.

Manufacturer narrative:
Lead was explanted and replaced on (B)(6) 2020. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided radiographs. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided radiographs confirmed a conductor fracture in the region of the suture sleeve. The analysis provided no further information regarding the root cause. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.